Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the combination function of related equipment". [Inspection of endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] 1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer there were air/water flow issues and a gap of adhesive on the insertion section of the evis lucera gastrointestinal videoscope. No patient harm was reported. The device was returned for evaluation, and the nozzle had foreign objects in it. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the air/water flow issues were not confirmed. Additional findings other than the foreign material in the nozzle include the following: the adhesive around the light guide lens was peeled; the bending in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire; the bending section cover had a scratch; the adhesive on the bending section cover had a white clouded area; the connecting tube had a scratch, dent, and a wrinkle; the paint on the suction cylinder was peeled; switch 1 had a scratch. A follow-up was performed with the customer regarding the reprocessing of the device. The customer cleaned, disinfected, and sterilized the device before sending back to olympus. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.